Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when transporting the prismaflex machine, a damaged wheel was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated onsite by the baxter technician and confirmed that the wheel was disconnected from the foot unit, probably after some hurts with an obstacle. To resolve the issue, the technician repaired the base of the machine. Should additional relevant information become available, a supplemental report will be submitted.